Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c82g. Additional information requested and received: what was the approximate width of compressed vessel? Please refer to image. Not entirely sure. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Cannot be confirmed that compressed vessel was proximal to cut line, but advanced placement tip was in clear sight when firing was proceeding. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Cannot be confirmed that there was no tissue distal to cut line. Angle of view did not help to visualize area of sight distal to cut line. Please explain what is meant by ¿tissue gap setting button¿. The white round button at the tip of the vasecr35 reload, that fits into the groove on the advanced placement tip. Were any clips used in the vicinity of device firing? Clips were used near staple line but did not appear to interfere with device closure. Were any unusual noises noticed? No unusual noise noticed. Audible feedback of knife moving was noted as per usual firing sequence. What is the current patient status? Discharged and uneventful recovery.

Manufacturer narrative:
Product complaint # (B)(4). Batch #. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Two photos were received: upon visual inspection of two photos, the following was observed: the first photo shows an operating room with four doctors. The second photo shows a tissue piece from top view and can be seen three staples properly formed. Based on the photos reviewed, the event describe cannot be confirmed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the approximate width of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Please explain what is meant by ¿tissue gap setting button¿. Were any clips used in the vicinity of device firing? Were any unusual noises noticed? What is the current patient status?

Event description:
It was reported that during a seg 5/6 liver resection case, surgeon chose to do it robotically for his experience. Surgeon is skilled with lap procedures, similar seg5/6 resection would take him 4-5hours. Robotic was difficult due to skillset, and even more so as patient had aberrant anatomy. The case started at 9am in the morning and surgeon was keen to try the powered vascular stapler for transection of right hepatic vein. Stapler was used at around 7:30pm to transect right hepatic vein. Surgeon was briefed prior to first use of stapler on indications and optimal device performance. Right hepatic vein was thick upon visualization, but fit into jaws of device, with the advanced placement tip visible after closing of closing handle. Tissue gap setting button was not visible due to orientation of the operating field. Upon firing, it was clear that staple line did not form at all. Massive bleeding occurred, but was managed without laparotomy and handsewn. Patient received 2 bags of blood transfusion and has recovered uneventfully.